Manufacturer narrative:
(B)(4). Additional information: device manufacture date: 06/05/2015-06/10/2015. The actual device and a photograph of the sample were provided for evaluation. A visual inspection of the photograph and actual sample revealed a crack located in the knit line area just above the outside finger ridges of the minicap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing was performed and passed successfully. The reported condition was verified. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver discovered a leak in a minicap. The care giver stated they were putting the minicap on and there was iodine leaking out of a crack in the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.